Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged anvil former. Devices (a) and (b) were received in good visual condition. The devices were tested for functionality and it was noted that the staples were partially forming and ejecting from the devices. The devices were disassembled to verify the condition of the internal components and the anvils were noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. The appropriate engineering personnel have been notified of this incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips did not form as they should. Another device was used to complete the procedure. There were no adverse consequences for the patient.